Event description:
New information noted that the patient passed away 11 feb 2023 due to fungal infection.

Event description:
Related manufacturer reference number:2017865-2023-10644. It was reported that the patient presented with an infection. A transesophageal echocardiogram revealed vegetations on the patient's implantable cardioverter defibrillator. The patient was not a candidate for surgery and was ultimately transitioned to home hospice care. Dialysis and milrinone infusion were discontinued and the patient was discharged home on oral antimicrobials and comfort measures. No further intervention was performed.